Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 02/13/2025 10:09:08.000 normalbolusdelivered. Eventtype = 220. Sourceid = pump (ngp is in open loop state). Historyrecordlength = 26. Systemtime = 02/13/2025 10:09:08.000. Bolusprogrammingmethod = bolus wizard. Bolusnumber = 183. Pump passed the dat at 0.0869 inches. Unit care link and pump history was download successfully. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with battery tube threads - cracked and cracked case-corner of belt clip rails. Unit passed required testing. Not confirmed possible over delivery anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump didn't delivered the basal insulin for 24 hours. The customer also stated after an infusion set change basal delivery was back in and starts delivering insulin again. The customer reported no adverse event. The event involved products mmt-1780kpk.  Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.